Event description:
Customer reported that it is difficult to pass the end of the short strap through the buckle to lock the restraint. Reporter is unsure of how the product was laundered. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - strap difficult to pass through. Eval results - inspection of the returned product shows that the wrist strap end is difficult to pass through the buckle. Both of the wrist strap buckles lock and unlock correctly. (B)(4).